Event description:
Reporter alleged blood glucose measured 67, 232 & 422 mg/dl when all tests were performed back to back within 1 minute of each other. No actions were taken or treatment resulted was reported. A request was made for the return of the suspect device and replacement product was sent.